Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in two inappropriate shocks. The patient was noted to have been exercising at the time of the delivered therapy. Device data is expected to be sent to rhythmcare for review at a future date. This device remains in service. No adverse patient effects were reported.